Event description:
Alaris module not working, not even recognized on two different alaris brains, blue tags were in place upon removal from supply room. Pump not sequestered and is not available for return. Mfg: carefusion/bd corp; model # 8100.